Event description:
It was now reported that during surgery the surgeon had difficulties screwing the instrument into provisional shell. He took another one from the set to complete the surgery. Second one worked fine and there was no delay in surgery, no impact to patient. After inspecting the instrument after the surgery the staff noted that the thread is worn/damaged.

Manufacturer narrative:
Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. During the on-going investigation it was noticed that actually the device has never caused or contributed to the death or serious injury of the patient, user, or other person. Based on the available information, no health hazard to patient due to the reported problem was identified. For these reasons, the event is now classified as not reportable. Please void this report from your data base. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the on-going investigation it was noticed that actually the device has never caused or contributed to the death or serious injury of the patient, user, or other person. Based on the available information, no health hazard to patient due to the reported problem was identified. For these reasons, the event is now classified as not reportable. Please void this report from your data base.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on august 13, 2019 to the appropriate representatives: did the event happen during surgery? Was surgeon able to complete the surgery with another device? If the event did happen during surgery, did it cause any injury to the patient or user? Did a delay in the procedure over 30 minutes occur that was related to the event? Please let us know the exact time surgery was extended, device identification numbers (ref; lot). How was the product damaged? Please describe. The availability of the affected product for investigation (or non-availability with a rationale). Exact event date, if available? How many times was the instrument used? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that allofit instrument was damaged on an unknown date. Additional information has been requested.